Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced a fracture of the proximal part of the femoral stem.